Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon tried to deploy the seal the second time and the seal deployed off center. Used a second seal to complete the procedure. No patient complications were reported.